Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious and in the hospital at the time of the event. Prior to the patient's passing, the patient received three inappropriate treatments. The detection started at 22:45:10 when the patient was in ventricular fibrillation (vf) with CPR artifact. The device was unable to detect the treatable rhythm due to the presence of CPR artifact. The first treatment occurred at 10:51:19 pm on (B)(6) 2016. The patient's rhythm prior to the shock was CPR artifact. The post-shock rhythm was also asystole with motion artifact. The second treatment occurred at 10:52:02 pm on (B)(6) 2016. The patient's rhythm at the time of the treatment was asystole with tactile artifact. The post-shock rhythm was asystole with CPR artifact. After the second treatment, the patient rhythm returned to vf with CPR artifact. The device was unable to detect the treatable rhythm due to the presence of CPR artifact. The third treatment was delivered at 22:55:23 pm. The rhythm at the time of the treatment was asystole with tactile artifact. The post-shock rhythm was CPR artifact with tactile artifact during CPR. The response buttons were not pressed during the event. There is no evidence that the inappropriate treatments caused or contributed to the patient's death. The CPR artifact prohibited the device from detecting the treatable vf rhythms.